Event description:
Complainant alleged that while attempting to monitor a patient while in transport, the device would not power up. Complainant indicated that the clinician replaced the battery in the device, however, the device would not power on. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.